Event description:
It was reported the patient was experiencing pain at the ipg site due to not sitting quite right. As a result, the patient underwent surgical intervention on (B)(6) 2022 where the ipg was repositioned, resolving the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.